Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of the implant of the right ventricular assist device (rvad) the pump exhibited high power and flow and the patient had high lactate dehydrogenase (ldh) values. The patient experienced a decrease in cardiac output which decreased perfusion to their organs. A thrombus was suspected. The patient was brought to the operating room for a pump exchange of the rvad. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, b7, d4, e1, e3, h6, h10, additional codes a supplemental report is being submitted for additional information and corrections. B5 description of event problem corrected to include that at the time of this event, the patient had a left ventricular assist device (vad) implanted. The patient also experienced liver dysfunction, multiple organ failure and renal failure. The patient received dialysis. B7 relevant history corrected from intermacs 1; lvad; multi organ-renal failure on dialysis; liver dysfunction; dilated cardiomyopathy to dilated cardiomyopathy. D4 catalog # corrected to 1103. E1 fax number corrected to (B)(6), phone number corrected from (B)(6) to (B)(6), and email corrected from (B)(6) to (B)(6) e3 occupation corrected from health professional (hpro) to nurse practitioner (znur). H6 patient codes corrected to include e2402, e130501 and e1104. H10 corrected to include additional product hw30444. Additional codes corrected to include e0305. Newly received information indicated that following the right vad exchange, the patient subsequently died. The patient's cause of death was reported as multisystem organ failure (msof). Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-sep-2019 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 30-sep-2017 h5: yes h6: patient ime code(s): e0514, e0305, e1104, e130501, e2402 h6: imf code(s): f02, f19, f21, f23 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ pump d4: model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: (B)(4) d9: no h4: mfg date: unk h5: yes h6: patient ime code(s): e2402 h6: imf code(s): f02, f21 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 the additional event details was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that at the time of this event, the patient had a left ventricular assist device (vad) implanted. The patient also experienced liver dysfunction, multiple organ failure and renal failure. The patient received dialysis. It was further reported that following the right vad exchange, the patient subsequently died. The patient's cause of death was reported as multisystem organ failure (msof). The additional event details was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. The annex a and e codes have been updated as well. Product event summary: the ventricular assist device (vad) (B)(6) and a hvad with unknown serial number were not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside the normal operating range. There was 120 high watt alarms have been logged since (B)(6) 2017. There were 20 low flow alarms have been logged since (B)(6) 2017. Information received from the site revealed that the patient experienced a decrease in a cardiac output which decreased perfusion to their organs and was suspected of device thrombus. The patient had right ventricular assist device (rvad) exchanged. Additionally, a left ventricular assist device (vad) was implanted at the same time. The patient experienced liver dysfunction, multiple organ failure and renal failure and was treated with dialysis. It was further reported that the patient subsequently expired due to multisystem organ failure (msof). Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported e vent. Based on the historical review of similar high-power events, the most likely root cause of high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus, multi-organ system failure, renal dysfunction, hepatic dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 additional products: pump d4: serial #: h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside the normal operating range. 120 high watt alarms have been logged since (B)(6) 2017. 20 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high-power events, the most likely root cause of high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump triggering the high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.